Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report numbers 9616099-2007-0125 and 9616099-2007-0127. Additional info will be provided within 30 days of receipt.

Event description:
The patient was enrolled in the study and was treated with two overlapping precise stents in the left internal carotid artery. The pt has a history of tias and was experiencing some right sided weakness prior to the procedure. Post procedure, the pt's right sided weakness worsened to include weakness in her right arm. She also had new symptoms of right visual field loss and dysarthria. A consult was given and the pt was diagnosed with a cva. The pt is currently in rehabilitation in stable condition with some residual right sided weakness.